Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for motor error. Blood glucose was unknown. The customer did a magnetic resonance imaging and she said it was put in a different room but when customer went home the insulin pump stop working. Customer did not report an e70 alarm. Customer was unable to complete insulin pump rewind due to pump alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test. The device failed the displacement test and was followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime a33 test, and a21 error test due to motor error alarms.